Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was superficial to their skin and was bulging out, causing the patient pain. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Postoperatively, the pain has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Corrections: e1: certain information submitted in earlier report has been corrected. Provide narrative data: in earlier report, the following should have been included: ¿b3 - date of event¿ is estimated.